Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff will not inflate. No injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did not reveal any defects with the device. Using a syringe, 10 cc of air was inserted into the inflation valve. The cuff partially inflated. Following the directions in the instruction for use, the cuff fully inflated. The cuff was deflated and reflated three additional times. The cuff fully inflated all three times. The reported problem of the cuff not inflating could not be confirmed. The device was allowed to rest for 10 days and retested by inserting 10 cc of air into the inflation valve. The cuff fully inflated. The investigation did not identify a manufacturing defect with the returned device. No device problem was found. No corrective actions are planned at this time. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.